Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, dislodged cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s918usqu6dyd9 smartphone hardware: sm-s918u cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The cannula was dislodged. The patient stated that he was going to change out the pod.